Event description:
At approximately 12:00 pm, rn was changing the spo2 (saturation of peripheral oxygen) sensor on the patient's right foot during her shift. She stated that she waited several hours because the patient had a restless night and was asleep at shift change. She noticed a small red area, the size of the sensor, under the sensor. The area appeared to be a small blistered area. The rn reported that the sensor had been on the same right foot the previous shift.